Event description:
The customer contact reported a leak; subsequently, air was noted in the tubing set. The tubing set was being used to deliver an unspecified medication, at an unspecified rate. After an unspecified length of time, the customer contact reported an unspecified volume of solution leaked at the reported membrane of the tubing set. After an unspecified length of time, an unspecified volume of air was noted at an unspecified location of the tubing of the tubing set. No specific details were provided. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no add'l info was provided including if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.